Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® safety-lok¿ blood collection set has a needle cover and luer adapter that are coming off. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd vacutainer® safety-lok¿ blood collection set has a needle cover and luer adapter that are coming off. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for the non-patient end needle/luer separating from the female luer connector with the incident lot was observed. Although, evaluation of the samples identified no abnormalities such as damage to the luer fitting, that might attribute to the detachment issue. Additionally, retention samples were evaluated and no issues relating to the luer connection was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for non-patient end needle/luer separating from the female luer connector with the incident lot was observed. Additionally, evaluation of retain samples indicated no issues relating to the luer. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.